Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an air bubble was observed within the cartridge tubing. The air bubbles was successfully primed out. Additionally, it was reported that resistance was experienced during the fill process. A syringe needle change was performed to address the issue. Customer's blood glucose level ranged between 90-127 mg/dl.